Manufacturer narrative:
Date rec¿d by MFR : 12jun2019, date of report : 24jul2019. The manufacturer¿s technical services confirmed the reported issue. The customer was advised that the user interface (ui) may need replacing and provided the part number. Tech support advised the unit must have 2.10 software or better. The customer reported the newly installed ui is dim and was instructed to go to the menu tab and adjust brightness. The customer replaced the defective user interface and readjusted the brightness to a comfortable level. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 22 aug 2019. Date of report received: 23 aug 2019. Failure investigation was completed. The user interface (ui) assembly was received for evaluation. Visual inspection of the ui assembly revealed no evidence of damage or contamination. The ui assembly was installed into a test ventilator in attempt to duplicate the reported problem. Further investigation revealed that the burn out of the cold cathode fluorescent lamp (ccfl) backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported dim display. The device was not in use at the time of the reported event; therefore, there was no patient involvement.